Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer had to push buttons more than once to respond. The customer's blood glucose level was unknown at the time of incident. The customer stated that the insulin pump had random no delivery alarms. The customer also stated that the battery was not lasting more than seven days. Troubleshooting was not performed. The insulin pump will not be returned for analysis.